Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of an incarcerated right inguinal hernia. It was reported that after implant, the patient experienced incarcerated recurrent inguinal hernia with new mesh, seroma, mesh migrated over spermatic cord, large cord lipoma, suspected small bowel obstruction vs ileus, abdominal pain, and scar tissue. Post-operative patient treatment included mesh excision and revision surgery.